Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) lost power and will not boot back up into the software application. The cns gives an "inaccessible boot device" error message. An exchange device was sent to the customer. No patient harm was reported. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reports that the cns (central monitoring system) lost power and will not boot back up into the software application. The cns gives an "inaccessible boot device" error message. An exchange device was sent to the customer. No patient harm was reported.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the cns (central monitoring system) lost power and will not boot back up into the software application. The cns gives an "inaccessible boot device" error message. An exchange device was sent to the customer. No patient harm was reported. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation. The hard drive was destroyed per hospital policy. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.